Manufacturer narrative:
H10: the customer reported that the gas delivery system (gds) was replaced to resolve the issue. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak co2 rebreathing risk error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low leak co2 rebreathing risk error code and was unable to keep the device in standby. The rse noted that troubleshooting was performed, and it was observed, that the average air was reading -2.30 slpm. The rse recommended replacing the flow sensor assy. The customer was provided with the part ID for a replacement flow sensor assembly.